Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. The assignable root cause of the cracked saw head was determined to be due to a design issue which had been covered under a CAPA and the root cause of the remaining failures was component failure from normal wear. A service history review was performed, and no non-conformance's were detected related to the reported condition. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the top part of the battery oscillator device was broken. During in-house engineering evaluation, it was determined that the saw head was cracked, the device trigger was binding, there was an unknown liquid and corrosion on the sub assembly components, the angle sticks and plug were corroded, the internal parts had excessive debris and the ball bearings had seized. The device also failed pretests for general condition and check for sticky trigger. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.